Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the communication sled was not recognizing the drawers. A field service engineer (fse) replaced the communication sled after it was found not recognizing the drawers. A frayed pyxibus cable at the bottom, was also identified and replaced. The fse then ran hardware test application (hta) tests on all drawers, which passed successfully, and had the pharmacy test and verify several drawers to confirm proper operation. The door was operational. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.